Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced five infusion sets leakage events on (B)(6) 2025. The leakage was in the cannula. The insertion site was tha abdomen. Patient also experienced bleeding at the time of the event. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12239. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: per revision 21 of procedure 3709030, a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010457, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010457 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 7 on 29-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.